Manufacturer narrative:
This is a known issue which has been previously reported and is currently under investigation. There was no report of device malfunction or serious injury as a result of this issue. The two loose inner stand bolts were tightened/torqued to spec by the varian field service engineer. Though still under investigation, varian has determined that a MDR is appropriate, as this loose stand bolt issue, should it recur, may potentially result in a serious injury. Add'l follow-up to this MDR is expected upon completion of the investigation.

Event description:
A varian field service engineer reported that while performing a service technical bulletin (stb), he found that the inner 2 stand bolts were not properly torqued. The stb calls for bolts to be removed one at a time, replaced, torqued, then do next bolt. When removing first inside bolt, it came free without the use of a breaker bar or multiple people using force.